Manufacturer narrative:
Investigation conclusion:tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 10 minute result read time. Investigation in response to your complaint, we tested retained devices from the reported lot with negative and positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retains. Source: phone.

Event description:
Consumer reported conflicting results, one positive and one negative with no additional information.